Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure: this event was taken from a the thematic poster session [c41] case report in interventionaly pulmonary. Posterboard #d98 bilateral upper lobe atelectasis and acute respiratory failure after bronchial thermoplasty , publication number: a4448 according to the thematic poster case study, following a female patient's third bronchial thermoplasty procedure, the patient presented with symptoms of acute onset of dyspnea, airway inflammation, chest tightness and cough with blood tinged sputum. Her temperature was 98.5°f, blood pressure 150/80 mmhg, pulse 80, respiratory rate 28 and sp02 88% on ambient air. A physical examination revealed diffuse wheezing bilaterally, irregular heart sounds and systolic murmur in the precordium. Diagnostic evaluation revealed leukocytosis of 29, oook/ul and procalcitonin < 0.005 mg/ml. An initial chest radiograph showed a hazy right lower lobe opacity. The patient was intubated for increased work of breathing and was hospitalized. The third day of hospitalization the patient developed worsening hypoxemia. Computed tomography revealed complete left upper lobe atelectasis resulting in mediastinal shift, right upper lobe consolidation, and ground glass opacities of the right middle and lower lobes. Bronchoscopy revealed complete endobronchial occlusion of both upper lobes. The patient was treated with intravenous steroids, bronchodilators and was eventually taken off the ventilator. She required extended rehabilitation secondary due to steroid-related myopathy.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.